Event description:
In 2009, the patient began having muscle spasms and believed they heard a 2 tone alarm. The next day, he began to experience withdrawal. Symptoms included shaking, increased pain, and inability to be still. The patient was seen at the emergency room at that time. Three days after the alarm first occurred, the patient was seen in clinic. A critical alarm and motor stall with no recovery from the date of muscle spasms began, was confirmed with telemetry. There were no volume discrepancies noted. Sources of electromagnetic interference were not identified. The pump restarted four days later. Five days later, the pump stalled again, and the patient experienced withdrawal. Eight days later, all the medications contained by the pump were removed and replaced with saline. The patient was prescribed oral medications. Pump replacement was scheduled for the following month. The pump was used to deliver fentanyl, bupivacaine, and clonidine. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.